Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After receiving inappropriate high voltage therapy, the patient was hospitalized. It was found that the right ventricular (rv) lead was dislodged, so it was explanted and replaced. The patient's condition was stable following the procedure.